Event description:
The customer reported that the device will not display ECG tracing. The device was reporting to be in use during patient monitoring, however there was no adverse event to the patient or user. The customer tried another known good ECG cable on unit with like results. The ECG cable was taken off the tempus pro device with the reported problem, and tried it on a different tempus pro device and it worked with no issues. A manufacturer field service engineer (fse) confirmed the complaint that the device's ECG is not reading. Upon internal inspection, the device's ECG flex is not seated correctly to the ECG board and the ECG nut is loose. Once the flex was reseated and the nut was tightened, all functions are working correctly. However, there was physical damage to the charging port, and to correct that issue the fse determined that the front case assembly needed to be replaced. The device was repaired by a philips technician, who replaced the front case assembly, and calibrated the nbp and co2. The device was returned to functionality at the customer's site.